Event description:
Reporter indicated that the patient developed an infection after being implanted with the hcp system. The infection was treated with antibiotics and explant of the entire ncp system. The patient was re-implanted 3 to 4 months later when the infection had cleared. An attempt to obtain additional information has been unsuccessful to date.